Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The subject device was not returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; - there was the insulation failure at the distal end. - the bending section rubber glue was worn out. - the cover of the control section was cracked. - there were scratches inside the suction cylinder. - the universal cord was wrinkled. - the angulation was low and had play. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(6).(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: (B)(4) (>100 cfu/endoscope) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.